Manufacturer narrative:
Patient is experiencing prolonged healing time after facial resurfacing with j-plasma procedure.

Event description:
Patient experiencing prolonged healing after facial resurfacing with j-plasma.